Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and replaced the ratio pump valves to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ise (ion selective electrode) patient results for sodium (na) on their dxc 600 pro clinical chemistry analyzer. The customer reported the corrected results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. Beckman coulter customer technical support (cts) obtained initial patient results from proservice for ten (10) patient samples.